Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngo fiberscope exhibited a white greasy substance under a piece of tape on the scope. The white residue can be seen when the eye piece is tilted. The issue occurred during reprocessing. There were no reports of patient involvement.